Event description:
The clinician reported that over 1 month after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration. The clinician reported implant mobility and increased sensitivity as well as peri-implantitis, poor bone quality/quantity and bone loss in this patient with fair oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.